Event description:
It was reported that pump displayed malfunction alarm code 12, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted customer through reset, confirmed alarm did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction recurred, with customer acknowledging and understanding the guidance.